Event description:
It was reported that left ventricular (lv) lead had become dislodged. Dislodgement was confirmed via fluoro. The lead was backed out of the cs and in the atrium. The lead would not capture at max output. The lead was capped and replaced on (B)(6), 2025. The patient is in stable condition.